Manufacturer narrative:
The device was provided for evaluation and the reported issue was observed; however, a root cause could not be determined. Since a lot number was not provided, the device history record review could not be performed. Cardinal health will continue to monitor, and all information received will be used for tracking and trending purposes.

Event description:
The customer reported that the pericardial chest tube noted to be cracked/disconnected after patient reported hearing slurping" sounds.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the pericardial chest tube noted to be cracked/disconnected after patient reported hearing slurping" sounds. Additional information was received from the customer and stated that the part of the tube that was cracked was the part where the tubing of the canister would attach to the chest tube that is in the patient. There were no pieces left inside the patient. There was no harm noted to the patient due to this issue as the physician assistant came and assessed the patient and told them to remove the chest tube. Per customer, no additional medical intervention was required to remove the tube - it was removed as per policy and procedure. The patient was discharged home.

Manufacturer narrative:
Section g1 (manufacturing site name and address): originally reported as cardinal health, sragh industrial estate, co, tullamore, offaly, ireland, r35 h903 and should be cardinal health, calle 9 sur no. 125 cuidad ind, tijuana, mexico, 22500. Section g8 (manufacturer report number): the registration number was originally reported as 1423537 and should be 9612030.